Event description:
It was reported that during a percutaneous coronary intervention (pci), a catheter became stuck with a stent. The lesion was 100% stenosed with calcification and severely tortuous in the mid left circumflex (lcx). Access was achieved with a guidecatheter and guidewire via femoral approach without difficulties. The lesion was initially pre-dilated with a balloon catheter, and additional dilation was performed with a second balloon catheter followed by confirmation by intravascular ultrasound (ivus). A stent was deployed distal of the lcx and confirmed with ivus. A second stent was deployed proximal of the first stent and confirmed with ivus again. No stent malapposition or apposition was observed. Upon removal of the ivus catheter, the physician felt resistance. The catheter had become stuck with the stent deployed at distal of the lcx. Physician disconnected catheter from the male/female luer and removed the imaging core. A guidewire was inserted inside the inner lumen of the catheter to release sheath; however, release attempt was unsuccessful. Physician removed catheter forcibly successfully releasing and removing catheter from the patient's body. Under fluoroscopy, physician confirmed that stents had migrated to lcx proximal. The procedure did not continue due to event; the pt was reported to be doing "fine".